Event description:
Angioseal- hemostatic puncture closure device used on rt femoral artery. Did not provide hemostasis (required 20 minutes pressure). Leg lost circulation requiring embolectomy & then fasciotomy. Device (anchor) and collagen material had entered artery. Anchor was cracked. (As seen on magnification).